Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery. A 2.25 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent dislodged from delivery system outside of the patient. The procedure was completed with another of the same device. The patient condition was stable post-procedure.